Manufacturer narrative:
A complaint history check was performed and this is the first complaint received for the identified lot. A device history review was also performed and there were no issues found. Retain samples were randomly selected and evaluated. The results are entered under the evaluation summary. The customer samples were received and are currently being evaluated. Regulatory compliance will continue to monitor the reported condition. Evaluation summary: (B)(4). The customer returned four (4) devices from the identified lot and these are currently under investigation.

Event description:
It was reported that an hcw experienced an accidental needle stick from the non-patient end of the needle. The details convey that the hcw was dealing with a patient who is (B)(6) and was suicidal. The used needle was placed on a surface not in the biohazard container and when the hcw attempted to pick up the device, the needle stick occurred. It was indicated that the sleeve did not fully recover. However, additional information provided relates that the risk manager and staff agree that the bd product was not the root cause for the accident. (B)(6) and other tests for infectious diseases were performed for the hcw and the results were all negative. However, the hcw started (B)(6) medication.